Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, titan was explanted due to malfunction: would not deflate.

Manufacturer narrative:
An alpha I pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed surface abrasion on all strain relief and all tubes of the pump. Partial separations within abrasion are noted on all tubes of the pump. Testing revealed these to be sites of leakage. No functional abnormalities are noted with the pump, cylinder #1, cylinder #2, or the reservoir. The information received indicated the device was not able to deflate, but because no functional abnormalities were noted with the returned components, quality cannot confirm the complaint as reported. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.